Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that act button had to pushed more than once to respond. The customer's blood glucose value was unknown. The customer also stated that the insulin pump had motor error alarm, battery life was diminished and rejected new battery. The insulin pump had crack on side of insulin pump and grinds when rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube thread noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted. Device passed basic occlusion test. No motor error alarms were noted. However, unable to prime unit during prime or a33 test due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed.